Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file showed that the disposable set was initially loaded and that the alert generated was the ¿tubing set type error: cassette type does not match ref¿. This alert is generated when the expected pressure increase is not seen by the system at the start of the disposable test. The pressure reading indicated to the system that different tubing set was loaded as it was at a consistently lower value. (B)(6) only uses one type of kit with the trima system and it is not an auto rbc type as the alarm screen indicates. There are other reasons this alarm can be generated. The alert may also be generated if the clamps on the needle or sample bag lines are not occluded properly during the disposable test, the kit is not loaded properly on the machine or if there is an integrity issue with the kit. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the last year of service history for this device indicated no other reports related to this issue. An internal report shows that the machine has been in use with no further occurrences of the problem. The service representative was able to duplicate the reported condition. The clamp on the sample bag was half closed. Feedback was provided to the customer that they should not leave the sample bag open. Root cause: the root cause of this failure is operator error since the customer did not fully clamp the sample bag. The machine alarmed as intended; the reported problem resulted in a fail safe condition.

Event description:
No patient (donor) was connected at the time of the event. No patient (donor) information isreasonably known.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a tubing set error occurred during the disposable test. It was found that the clamp on the sample bag was only half closed. Patient information is not available at this time.